Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Continued e1 additional email: (B)(6). Continued e1 mobile number: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma- late are physiological complications and analysis of the devices generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV, folds, "marginal liquid" and "high volume". Device remains implanted.